Event description:
Reference number (B)(4) event occurred in china. It was reported that the patient faced cannula issue with the infusion set on (B)(6) 2026 as the cannula was found bent which might have led to delivery alarm during therapy. The issue was resolved by changing the infusion set. No further information available.